Event description:
It was reported that there were two episodes of atrial tachy response (atr) observed on this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed device strips, and determined that there were related to respiratory rate trend (rrt) oversensing. Ts discussed troubleshooting and programming options. Additionally, there were several episodes of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. Ts explained that due to underlying patient condition it is hard to determined if this was a true pmt or just overdriving patients intrinsic. It was also observed undersensing on the right atrial (ra) lead channel, that lead to overpacing. No adverse patient effects were reported. This product remains in-service. Additional information was received which indicated that the patient kept receiving pacemaker mediated tachycardia (pmt). Technical services (ts) noted any further programming of parameters could be considered. This ICD remains in service. No adverse patient effects were reported.